Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The data logs confirm the failure mode of controller error alarm. The aic was returned for evaluation. The controller error and loss of placement signal was due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by the embedded personal computer (epc). The aic software operated as designed. F6 and f8 should have been blank.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a battery communication failure (yellow alarm). The aic was replaced. No patient harm has been reported.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.